Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that before a system upgrade procedure, the patient's right ventricular lead was exhibiting normal values. During procedure, after implanting the atrial lead, the ventricular lead exhibited a rise in capture threshold and a decrease in r-wave values. The physician attempted to reposition the lead but was unable to, and elected to explant the lead and replace it with a new one on (B)(6) 2021. The patient was stable.